Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the knife wire was confirmed to have broken. The wire coating was torn, and the broken part was charred and melted. The cutting wire was broken. The coated portion of the cutting wire was torn, and the broken portion was scorched and melted. The outer diameter of the knife wire was measured, and there was no abnormality. There were no abnormalities with the length of the knife wire and wire covering, and there were no defects observed in the actual product. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. In addition, no other abnormalities were found that could lead to the breakage of the knife wire. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, it is possible that the cutting wire at torn area of the coated portion came in contact with the distal end of the endoscope while the forceps elevator was raised and the output setting was activated in state of ¿1¿, causing the cutting wire to become hot instantly. However, a definitive root cause could not be determined. The event may be prevented by following the instructions for use which state: ¿figure: gk6224 edition 8 since the knife wire needs to be very thin, if the contact length with the duodenal papilla is short, if the high-frequency output is high, if the endoscope is energized while in contact with the metal part, if it is too tightly tensioned, the knife wire may be cut. When the knife wire is cut, if a force is applied in the direction of stretching the knife wire, the hand side part of the cut knife wire acts to be drawn in the endoscope direction, and if a force is applied in the direction of pushing the knife wire, it acts as if it is pushed out in the nipple direction or bounces sideways. If the knife wire breaks, immediately stop the energization, pull the slider of the operation part completely, retract the cut knife wire into the tube, and immediately pull this product out of the nipple. Broken knife wires can lead to perforation, major bleeding, tearing of the bile ducts and damage to the endoscope. When inserting or removing this product into the endoscope, pull the slider slightly and move forward or backward with the knife wire aligned with the tube curvature. If the knife wire is bent and the forceps base part of the endoscope is pushed forward, the metal part of the forceps stand may come into contact with the knife wire and the coating may be scraped. Do not energize a wire coating that has cracked or scratched when it comes into contact with the tissue. If a teared or scratched wire cladding is brought into contact with the tissue and energized, current may leak out, which may lead to reduced output or unintended tissue burns. If you feel that the sharpness is not good when energizing, pull this product out of the endoscope and check that there is no damage such as tears or scratches on the wire coating. This instruction manual contains the following information. (Drawing no. Gk6224 revision no.8). Since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion.¿. Olympus will continue to monitor for similar events.

Event description:
The customer reported that during an endoscopic thoracic sympathectomy procedure, the knife wire broke when energized. The output setting was unknown. The therapeutic procedure was completed using a similar device. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.